Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking human insulin (humulin nph) for an unknown indication for use. On (B)(6) 2008, the humapen ergo teal/clear pen body (lot not provided) with a clear cartridge holder attached (lot not provided) was reported to be with both engagement tabs broken. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device was unknown, but the operator was trained by pharmacist. It was unknown how long this device model had been used, but the reported device had been used approximately for two years. The return of the device is anticipated. It was not informed whether the humapen ergo teal/clear pen body with a clear cartridge holder attached was continued, or, if it was switched for another device or syringe.

Manufacturer narrative:
Complaint suggestive of reportable malfunction / near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.